Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm during manual prime. The customer's blood glucose level was 206 mg/dl. The customer was assisted with the troubleshooting. The customer also stated that the drive support cap was damaged. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted. Drive support cap was inspected and no anomaly was noted.